Event description:
On (B)(6) 2018, the subject device could reportedly not be interrogated, at the beginning of the procedure to replace it. A previous follow-up reportedly occurred in (B)(6) 2016, during which the device already could not be interrogated.

Manufacturer narrative:
The preliminary analysis revealed a normal battery depletion.

Event description:
On (B)(6) 2018, the subject device could reportedly not be interrogated, at the beginning of the procedure to replace it. A previous follow-up reportedly occurred in (B)(6) 2016, during which the device already could not be interrogated.

Event description:
On (B)(6) 2018, the subject device could reportedly not be interrogated, at the beginning of the procedure to replace it. A previous follow-up reportedly occurred in (B)(6) 2016, during which the device already could not be interrogated.